Event description:
It was reported that an unspecified number of bd arterial cannulas 20g/1.10mm x 45mm experienced broken/detached needles. Product defect occurred during use. The following information was provided by the initial reporter: product breaks during insertion and threatens to break the cannula in the artery. Bd arterial cannula is not functioning, kinking and breaking after instertion while nurses are trying to calibrate(cannula damage was noted after cannula removal).

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd arterial cannulas 20g/1.10mm x 45mm experienced broken/detached needles. Product defect occurred during use. The following information was provided by the initial reporter: product breaks during insertion and threatens to break the cannula in the artery. Bd arterial cannula is not functioning, kinking and breaking after insertion while nurses are trying to calibrate(cannula damage was noted after cannula removal).